Manufacturer narrative:
Device evaluation: returned device was received for evaluation. Evidence of reported problem in event log was found. During the evaluation of the device yes, customer's reported problem was confirmed. The pump was found to be displaying "1872" error code message on power up during the investigation. Problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1872. There was no patient involved.